Manufacturer narrative:
Evaluation method - the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) male patient had a skin irritation. The patient's skin was red and open underneath the red and brown ECG electrodes. Follow-up indicated that the patient received additional garments. The outcome of the irritation is unknown.